Event description:
It was reported that the right ventricular (rv) lead would not remain inserted into the header of the cardiac resynchronization therapy defibrillator (crtd). The insertion was attempted several times with no success. It was noted that once the lead appeared to be screwed in, it was able to be pulled out of the header. A different lead was used to attempt connection to the crtd with the same result. This crtd was not used during the procedure; instead a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. There were no anomalies found. The returned device indicated a loose/detached set screw. The set screw also had a rounded socket. (B)(4).